Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an inoperable keypad found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3: event date, b5, h3, h6, h11 b5: additional information was received stating the event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "keypad inoperable" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition were inoperative keys. The keypad is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.